Event description:
It was reported to philips that the host computer was intermittently unable to power on, preventing a full system boot. The system was not in clinical use at the time of the event. No harm was reported to philips. Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. Upon troubleshooting actions, fse identified that the host pc was not starting due to the cmos battery. The fse replaced the cmos battery and reseated the power supply connections. After the replacement, the system was returned to use in good working order.